Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their low blood glucose levels and sensor reading issues. The customer's blood glucose level at the time of incident was 40mg/dl. The customer states their sensor reading was 80mg/dl. Troubleshoot was conducted. The customer was advised to wait an hour before recalibrating the device. The customer was advised to monitor and call back if issues persist.